Manufacturer narrative:
The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The device remains in patient. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. A most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions.

Event description:
It was reported that the patient underwent an acl reconstruction procedure on (B)(6) 2019 where the following devices were implanted: ar-1349m / lot: 10253224 / qty: 1, ar-1355 / lot: 10249019 / qty: 1, ar-7500 / lot: 100038 / qty: 1. After the surgery, infection of resident bacteria was observed around the post screw on the tibial side. Whether the sterilization and procedures of instruments used for surgery were appropriate is currently under investigation by the facility. Additional information has been requested. Additional information provided (B)(6) 2019: three days after the procedure, the patient experienced over 40°c fever and redness, mild swelling of lower right thigh proximal part, and feeling of heat. 5 days after, blood was taken and inflammatory response was high.